Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via crossover approached. The 100% stenosed target lesion was located in the moderately tortuous and moderately calcified superficial femoral artery. After the lesion was crossed with a non-bsc guidewire, a non-bsc balloon catheter was inserted but failed to cross the lesion. A 5.0mmx20mmx135cm (4f) sterling balloon catheter was then inserted to dilate the area, however, during inflation at 6 atmospheres, the balloon ruptured. Another balloon catheter was used to complete the dilatation. Following dilatation, the thruway guidewire and a non-bsc guidewire was inserted and replaced, but due to resistance, both devices were removed. It was then noted that the thruway guidewire shaft got lifted. The procedure was completed with a different device. No patient serious injury or adverse event were reported.